Event description:
Follow up revealed that the patient's model 3163 lead had no allegations against the device, but was electively explanted to accommodate for the replacement model 3228 lead.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy. Diagnostics indicated invalid impedances on all contacts. As a result, the patient's lead was explanted and replaced. Therapy was restored post-op.